Manufacturer narrative:
(B)(4). Date sent: 6/8/2023. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with five (three gst60b and two gst60d) reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 733a33, and no non-conformances were identified.

Event description:
It was reported that during a gastric sleeve on the third firing with a blue reload the slr was extremely jagged and not straight. There were staples missing, malformed, and sticking out on the third staple line to the right, closest to the cut line. They oversewn to complete the case with no patient consequences. There was an approximately 30 min delay. All the firings were made by the fellow. The procedure was a gastric sleeve.

Manufacturer narrative:
(B)(4). Batch #: unk. Additional information received: the scrub tech uses a tall scope warmer as a rinsing bowl. The scrub tech inserts the device in the unclamped condition and vigorously rinses the end effector for about 15 seconds. The device is fully submerged to the articulation joint. The scrub tech wipes both the anvil and channel with a cloth after removing it from the scope warmer. The entire unload, clean, reload cycle takes about a minute. All firings were very tight to the bougie. The recommended 15 second precompression time was not consistently followed and the precompression time was just under 10 seconds for some firings. Tissue placement looked good. There was no bunching or jamming of the tissue into the jaws. The anvil was always facing upward for the firings. He likes to do that so that he can see the formed staple legs after the firing. All firings were pulsed additional information: this is an analysis of a set of photos submitted for evaluation. During the visual analysis, the following was observed: the set of photos shows a piece of tissue with staple line complete and no cutting issues, however one malformed and two unformed staples was noted on the tissue. Based on the set of photos reviewed, the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.